Event description:
While priming pump, occlusion alarm sounded repeatedly. The cassette was in place properly, all other possible problems were checked and the alarm continued to sound. Set began leaking at diaphragm. A second tubing was then used without difficulty.